Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was giving discrepant readings that were far off from the customer's blood glucose. Customer gave an example, stating that the reading could be 85 mg/dl while her blood glucose could be 400 mg/dl. Customer was unable to perform troubleshooting. Nothing further reported.